Event description:
Complainant alleged that while attempting to treat a male patient, the device displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.